Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed on 05/15/07 passed. The samples were collected in bd, 10ml, lithium heparin tubes and centrifuged at 4,000 rpm for 5 minutes. No other results or assays were in question at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. (There is no information why pm was performed). The fse replaced: wash carousel bearings, precision pump belt, and broken precision pump spring. The fse conducted diagnostic testing, special clean procedure, and accu tni precision testing; all results passed within specifications. The fse verified instrument performance per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from 2 different patient samples that were generated by the access instrument. The initial accu tni results for patient a and b were: 17.99ng/ml and 12.53 ng/ml respectively. The results were not reported out of the lab. The customer re-tested the original samples of both patients and the repeated accu tni results were: two (2) results of 0.01ng/ml for patient a; 19.13ng/ml and 0.07ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.